Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully re-sheathed 1 time due to implant being too high. The final implant depth at non-coronary cusp (ncc) was 6.7mm and left coronary cusp (lcc) was 6.1mm. The patient developed a left bundle branch block (lbbb) following the deployment of the valve. No treatment was required. After removing the delivery system, the access site was oozing. Pressure was held for 30 minutes. The patient had prolonged hospitalization. On (B)(6) 2026, the ECG showed first degree atrioventricular block. The patient was then discharged on (B)(6) 2026. No treatment was required.